Event description:
Clinical report states the patient was revised to address a metal on metal hip and a periprosthetic fracture of the femur. Additional information was received from the site stating the patient fell off a ladder and the subsequent xrays showed a fracture in the femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. These devices were reported as having been revised when addressing the femoral fracture after the patient fall / trauma. There was no allegation of any issue or contribution regarding these devices. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.